Manufacturer narrative:
Corrected data: upon further review, it was noted that the sections below were addressed inappropriately in the initial MDR report. The following sections are being updated accordingly: section b5 - describe event or problem: the lens is not available for return as it was removed in pieces and replaced within the same procedure. Section h6-type of investigation: 4115 (code updated from 4117 to reflect that the lens was discarded after removal) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: unknown, as information was requested but not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the handle (haptic) of the intraocular lens (iol) broke off. After implantation and viscoelastic washing, the haptics had difficulty separating from the optical part. Additionally, the lenses experienced difficulty passing through the cartridge. The customer indicated that there were no changes in the use of the device. There was no adverse patient outcome reported. Account indicated that the problem was observed at the moment of iol implantation. There was no resistance with this lens, but resistance has often been observed with other iols at the moment of implantation when the iol passes through the cartridge. The lens was implanted and remains in the patient's eye. The separation of the haptic from the optical part of the iol was immediately detected. The haptic elements are mostly glued to the optical part. The optical part itself has the outer edges curled towards the middle. Most often, it is necessary to mechanically separate the haptic element from the optic. In this case, the haptic element was immediately separated from the optic inside the eye. No further information was provided. A separated report will be submitted for the unknown events mentioned.